Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a continu-flo solution set. The reporter stated that the leak was coming from above the connector hub during patient infusion. The leak appeared to be a pinhole/crack in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.